Event description:
As reported, difficulties were encountered in the use of balloon carotid shunt t3103. During the first use of this device, the md experienced difficulty in placement of the balloon. The md stated it to be "too rigid and too bulky, and also difficult to withdraw." The clamp time was more prolonged than usual and caused the patient to be stuporous and inert because of cerebral hypoperfusion. They stated the shunt "changes too much compared with the previous ones that they used." The patient has since recovered with no associated injuries.

Manufacturer narrative:
Device was discarded by the hospital, no associated malfunction of the device. Physicians first attempt at using the device. Unknown lot number. Device was discarded by the hospital. The product was not returned and the root cause could not be determined for this event. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations. The report is for the adverse event associated with the use of our device. There is no alleged malfunction of the device. The patient has recovered. The injury was longer that expected wake up post procedure.